Event description:
The hcp reported the pt had an infection of the open incision over the pump site. A culture obtained from the pump pocket site was positive for staph aureus. The pump and catheter were both removed. The pt is currently receiving daily dressing changes and oral pain medication. A follow up report will be sent when additional info is received.